Event description:
The patient reported that the keypad was unresponsive. The buttons feel normal and do not stick or spring back. The audio bolus button is intermittently unresponsive and has to be pressed multiple times to get a response. The reporter denies exposure to moisture.

Manufacturer narrative:
The pump was returned to animas. The evaluation revealed that there was a small tear found on the audio bolus button. The audio bolus button is responding with no evidence of intermittent responses. The keypad adhesive and moisture corrosion was found under the audio bolus button cover.